Event description:
It was reported that the pump battery was depleting quickly and that the battery gauge was fluctuating. Additionally, it was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after the user filled the cartridge with "more than 200 units" of insulin during the load sequence. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.